Event description:
It was reported that 1 pen ndl 31g 5mm 90 needle had foreign matter on device cannula or in the fluid path. The following information was provided by the initial reporter : the consumer reported rust like color on the needles. Date of event : unknown, but in 2014.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/27/2021. H.6. Investigation: customer returned (70) sealed 31gx5mm bd pen needles from lot# 2283312. The customer reported a rust like color on the needles. 30 out of the 70 returned pen needles were examined, and no foreign material or discoloration was found. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date : unknown - product was made in 2012, which was prior to the requirement of expiration date printing and recording for products. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 pen ndl 31g 5mm 90 needle had foreign matter on device cannula or in the fluid path. The following information was provided by the initial reporter : the consumer reported rust like color on the needles. Date of event : unknown, but in 2014.